Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the universal surgical manipulator (usm) involved with this complaint and performed a failure analysis. The failure analysis investigations confirmed and replicated the customer reported failure of error 32097 and 23098 related to communication link issues with usm 1. The usm was tested on an in-house system and passed testing in normal mode. The usm also failed the fiber test due to the clockspring and parallelogram. The clockspring and parallelogram fibers were swapped with new ones and the errors went away. The original clockspring and parallelogram fibers were reconnected, and the errors returned. The clockspring and parallelogram assembly will be replaced as a fix.

Event description:
It was reported that during a da vinci-assisted inguinal hernia - unilateral surgical procedure, arm 1 kept faulting. There was repeated recoverable errors occurring on arm 1. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, despite the follow-up good faith efforts no further details have been received as of the date of this report.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. Based on field service evaluation, the fse was able to reproduce the reported complaint. The fse replaced the universal surgical manipulator (usm) to correct the reported problem. The system was tested and verified as ready for use. A return material authorization (RMA) was issued to the customer and the usm unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the post-evaluation and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was disabled after the start of the procedure. Complaint investigation also confirmed that the field service engineer (fse) replaced the usm to resolve multiple errors issue. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.